Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage: battery compartment crack) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/09/2017-product analysis: the device was returned and evaluated by product analysis on 01/18/2017 with the following findings: review of the pump¿s black box revealed a rebooting event. Three battery compartment cracks were observed. The returned battery cap threads were damaged and the cap could not secure properly to the pump; a power issue was duplicated. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test cap. No damage or defect was found to the pump¿s internal components. Untreated to the complaint, part of the cartridge compartment case was missing. The returned cartridge cap was able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).